Event description:
According to the reporter, the plastic piece at the end of the endotracheal tube connected to the circuit had been popping off. The plastic connectors for multiple sizes are not staying in place, even if the patient was not moving. The patient had to be reintubated with a new tube.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.